Manufacturer narrative:
Additional investigation was performed. Fractography confirmed that the break was the result of acute torsional overload. We have concluded that the break likely occurred during the revision procedure.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Boston scientific received information that after pocket closure the right atrial (ra) lead had acceptable measurements, however; the day after implant the measurements were found to be unacceptable. Increased sensing, and high out of range pacing impedances were observed. Additionally,threshold measurement testing could not be performed. An x-ray was performed and concluded the ra lead appeared to be in the same position as the day of implant. As a result, the physician assumed it was a defective lead and decided to explant and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Furthermore the insulation was found twisted and torn at the fractured site indicating that the insulation was incorrectly assembled under the crimp sleeve. Medical adhesive was noted inside and proximal of the acorn. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.